Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('essure migrated to abdominal cavity or pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy with essure". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation with essure. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation") and device dislocation ("essure migrated to abdominal cavity or pelvic cavity") in a female patient who had essure inserted (lot no. C91762, c95081) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy with essure"). The patient had a medical history of anemia, dizziness, fatigue, cholecystectomy, depression, spontaneous abortion, gravida ii, thyrotropin low, bleeding genital, acne, vasovagal reaction, umbilical hernia repair, cholecystectomy, appendectomy, depression and secondary anemia. Concurrent conditions were listed as dysfunctional uterine bleeding, endometrial polyp, fibroids, menstrual cramp, menorrhagia, night sweat, bacterial vaginosis, vaginal discharge, fibroids and menorrhagia. Concomitant products included mirena (levonorgestrel) from (B)(6) 2016 to (B)(6) 2018, naproxen, ibuprofen, tranexamic acid and tylenol (paracetamol). On (B)(6) 2014, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total/subtotal laparoscopic hysterectomy, vaginal hystreroctomy and essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, device dislocation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety or depression. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure devices. On insertion right coils: no coils seen, left coils:3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): a normal vulva, vestibule, introitus, vaginal walls and cervix. A pap smear was taken. Bimanual examination revealed a retroverted, retroflexed uterus. The adnexa were negative. [Hysterosalpingogram] on (B)(6) 2015: the uterine cavity opacities normally. The bilateral essure coils are noted and appear to be in good position. There is no filling of the fallopian tubes nor is their free spill of contrast indicating the essure coils are completely occlusive. Summary: opacification of the uterus without opacification of the fallopian tubes or free spill of contrast into the pelvis. Appropriate essure location. [Pathology test] on (B)(6) 2019: clinical data: menorrhagia with secondary anemia. Fibroid uterus specimen submitted: uterus and cervix. Diagnosis: uterus (including cervix), total laparoscopic hysterectomy: cervix free of dysplasia and primary glandular abnormality; benign endocervical polyp; secretory endometrium (including intra-cavity polypoid fragment of benign secretory endometrium); submucosal and intramural leiomyomata; histologically unremarkable serosa. [Pregnancy test urine] on (B)(6) 2014: negative. [Ultrasound pelvis] on (B)(6) 2016: the uterus is retroverted/retroflexed. There is a rounded area of slight endometrial thickening within the uterus measuring 14 mm in diameter. Blood flow is seen extending into this area on color doppler imaging. This almost certainly represents an endometrial polyp. A small intra-mural fibroid is seen in the anterior body of the uterus measuring 18-19 mm in diameter. This abuts the endometrium. The patient states that she has quite heavy periods and either the fibroid or the presumed endometrial polyp could be the cause of the heavy periods. The patient states that in addition to the abdominal pain noted on the requisition she has had rectal bleeding. No cause of the rectal bleeding has been found on today's ultrasound although ultrasound is certainly not reliable for evaluation of the rectum and colon; on (B)(6) 2017: the uterus is anteverted and bulky and contains two areas of altered echogenicity which have the appearance of fibroids, the largest of which measures 5.1 cm maximally. The endometrial lining is normal in thickness at 9 mm. There is an iud noted in satisfactory position in the endometrial canal. The right ovary is normal in appearance. There is a complex cyst noted in the left ovary measuring 3.1 cm maximally. A follow-up ultrasound of this is recommended in 3 months' time. On (B)(6) 2018: wo fibroids are again seen in the uterus, probably not significantly changed from the prior ultrasound of (B)(6) 2017. The larger fibroid is quite centrally positioned in the uterus adjacent to the endometrium and measures 5.1 cm in diameter and the smaller fibroid is at the fundus measuring 2.3 cm. The patient's iud is visible in normal position in the cavity of the body of the uterus. The uterus is otherwise normal in appearance. Both ovaries are normal in appearance. The complex cystic structures seen in the left ovary on the prior ultrasound is no longer present and appears to have represented a hemorrhagic cyst or follicle which has spontaneously regressed. The most recent follow-up information incorporated above includes data received on: 07-may-2024: medical record received. Lot number added. Lab data including (surgical pathology report) was added. Medical history, concomitant conditions, concomitant drugs were added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation") and device dislocation ("essure migrated to abdominal cavity or pelvic cavity") in a female patient who had essure inserted (lot no. C91762, c95081) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy with essure"). The patient had a medical history of anemia, dizziness, fatigue, cholecystectomy, depression, spontaneous abortion, gravida ii, thyrotropin low, bleeding genital, acne, vasovagal reaction, umbilical hernia repair, cholecystectomy, appendectomy, depression and secondary anemia. Concurrent conditions were listed as dysfunctional uterine bleeding, endometrial polyp, fibroids, menstrual cramp, menorrhagia, night sweat, bacterial vaginosis, vaginal discharge, fibroids and menorrhagia. Concomitant products included mirena (levonorgestrel) from (B)(6) 2016 to (B)(6) 2018, naproxen, ibuprofen, tranexamic acid and tylenol (paracetamol). On (B)(6) 2014, the patient had essure inserted (intra-uterine). On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2019. The patient was treated with surgery (total/subtotal laparoscopic hysterectomy, vaginal hystreroctomy and essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, device dislocation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety or depression. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure devices. On insertion right coils: no coils seen, left coils:3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): a normal vulva, vestibule, introitus, vaginal walls and cervix. A pap smear was taken. Bimanual examination revealed a retroverted, retroflexed uterus. The adnexa were negative. [Hysterosalpingogram] on (B)(6) 2015: the uterine cavity opacities normally. The bilateral essure coils are noted and appear to be in good position. There is no filling of the fallopian tubes nor is their free spill of contrast indicating the essure coils are completely occlusive. Summary: opacification of the uterus without opacification of the fallopian tubes or free spill of contrast into the pelvis. Appropriate essure location. [Pathology test] on (B)(6) 2019: clinical data: menorrhagia with secondary anemia. Fibroid uterus specimen submitted: uterus and cervix diagnosis: uterus (including cervix), total laparoscopic hysterectomy: - cervix free of dysplasia and primary glandular abnormality - benign endocervical polyp - secretory endometrium (including intra-cavity polypoid fragment of benign secretory endometrium) - submucosal and intramural leiomyomata - histologically unremarkable serosa [pregnancy test urine] on (B)(6) 2014: negative [ultrasound pelvis] on (B)(6) 2016: the uterus is retroverted/retroflexed. There is a rounded area of slight endometrial thickening within the uterus measuring 14 mm in diameter. Blood flow is seen extending into this area on color doppler imaging. This almost certainly represents an endometrial polyp. A small intra-mural fibroid is seen in the anterior body of the uterus measuring 18-19 mm in diameter. This abuts the endometrium. The patient states that she has quite heavy periods and either the fibroid or the presumed endometrial polyp could be the cause of the heavy periods. The patient states that in addition to the abdominal pain noted on the requisition she has had rectal bleeding. No cause of the rectal bleeding has been found on today's ultrasound although ultrasound is certainly not reliable for evaluation of the rectum and colon; on (B)(6) 2017: the uterus is anteverted and bulky and contains two areas of altered echogenicity which have the appearance of fibroids, the largest of which measures 5.1 cm maximally. The endometrial lining is normal in thickness at 9 mm. There is an iud noted in satisfactory position in the endometrial canal. The right ovary is normal in appearance. There is a complex cyst noted in the left ovary measuring 3.1 cm maximally. A follow-up ultrasound of this is recommended in 3 months' time.; on (B)(6) 2018: wo fibroids are again seen in the uterus, probably not significantly changed from the prior ultrasound of (B)(6) 2017. The larger fibroid is quite centrally positioned in the uterus adjacent to the endometrium and measures 5.1 cm in diameter and the smaller fibroid is at the fundus measuring 2.3 cm. The patient's iud is visible in normal position in the cavity of the body of the uterus. The uterus is otherwise normal in appearance. Both ovaries are normal in appearance. The complex cystic structures seen in the left ovary on the prior ultrasound is no longer present and appears to have represented a hemorrhagic cyst or follicle which has spontaneously regressed. Lot number: c91762 manufacture date: 2014-07 expiration date: 2017-07 lot number: c95081, manufacture date: 2014- 08, expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('essure migrated to abdominal cavity or pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy with essure". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation with essure. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.